Manufacturer narrative:
Concomitant medical products: 4135 lead, implanted: (B)(6) 201. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection and the left ventricular lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.